Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl and 489 mg/dl. The customer treated with insulin pen. The customer reported that it seemed that the insulin pump was not delivering. The device will not be returned for analysis.